Event description:
The pt reportedly experienced loss of lock between the implanted device and the external equipment. External equipment was exchanged and testing with a different model headpiece was performed; however lock could not be established. Device revision surgery will be scheduled.